Event description:
Report received from the (B)(6) stating that during a hypophyseal tumor surgery, the device was burned and broken. No injuries or medical intervention were reported. There was no reported delay in surgery and there was a spare device available for use to complete the surgery. No additional information available.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information is received, a supplemental MDR will be sent. (B)(4).

Manufacturer narrative:
"Death" was marked inadvertently as the outcome of the reported event. The surgical procedure was completed and no injuries were reported.